Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. Prior to going to the ER, the customer administered an insulin injection to attempt to treat the bg. While in the hospital, the customer was treated with intravenous saline and insulin. The customer was released from the hospital on approximately (B)(6) 2024 with no permanent damage. Reportedly, an occlusion alarm occurred. It was reported the customer had been refilling the same cartridge for over 2 days using humalog insulin. Tandem customer technical support informed customer that cartridges are single-use. The customer performed a supply change and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.